Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported the day of the report their recharger (rtm) was heating up and getting very hot. It was also reported that after they charged the morning of the report, it felt like their implant was "on fire" and was very hot. A burning feeling while recharging was reported. No further complications reported/anticipated.